Event description:
The pt received the scs system on (B)(6) 2006. It was reported the pt was not using the stimulator and advised that the ipg was uncomfortable. The physician removed the ipg on (B)(6) 2011. The physician left the scs lead implanted in case the pt elects to continue scs therapy in the future.

Manufacturer narrative:
Eval results: the complaint was not confirmed. As received, inspection of the ipg did not reveal any anomalies that would contribute to the complaint. The septum and header were clear and intact. The can was in good condition. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.